Manufacturer narrative:
The software investigation determined that reported cause of the event was due to an electrical issue. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The emitter was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The emitter was tested at initial plug in then again 15 minutes and a third time at 17.5 hours after the initial plug in. It failed the acceptance criteria for 2 of the tests. An electrical error was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that during the procedure there was recurring inaccuracy issues. They registered the patient with a green zone of accuracy covering the entire head, then as the case proceeded, they showed a slowly increasing level of inaccuracy. The site swapped the navigation with another system at the site and using the same emitter, re-registered the patient, and the issue reoccurred. The health care professional continued the case by re-registering the patient anytime the inaccuracy was observed. Typically the inaccuracy appeared about 1 hour after registration. The inaccuracy always occurred going to the patient's left and superior. The system had a software update about a week ago. During the procedure the site used a combination of touch and trace registrations, with a 0.7mm registration error metric and the green zone of accuracy encompassing the entire head. Troubleshooting noticed the one flat emitter seemed to have a smaller tracking volume when compared to the other emitters. There was an less than an hour delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
Patient age not known from the site. The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed. The system tested with no issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that during the procedure there was recurring inaccuracy issues. They registered the patient with a green zone of accuracy covering the entire head, then as the case proceeded, they showed a slowly increasing level of inaccuracy. The site swapped the navigation with another system at the site and using the same emitter, re-registered the patient, and the issue reoccurred. The health care professional continued the case by re-registering the patient anytime the inaccuracy was observed. Typically the inaccuracy appeared about 1 hour after registration. The inaccuracy always occurred going to the patient's left and superior. The system had a software update about a week ago. During the procedure, the site used a combination of touch and trace registrations, with a 0.7mm registration error metric and the green zone of accuracy encompassing the entire head. Troubleshooting noticed the one flat emitter seemed to have a smaller tracking volume when compared to the other emitters. There was an less than an hour delay to the procedure. No impact on patient outcome.